Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl. The customer's other blood glucose was 600 mg/dl. Customer went into a coma because of high blood glucose. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery and auto mode was not active. Customer was involved in car accident two weeks late and started taking pain killers which was causing high blood glucose. The insulin pump will not be returned for analysis.